Manufacturer narrative:
Conclusion: the device investigation revealed damage to the coil that is typical for a single short-term mechanical overload, for example the reported accident. The implant stimulator is working within specifications. The problems described in the patient report appear to match the damage found. This is a final report.

Event description:
The patient fell and hit the implant site. Prior to this the patient had been an excellent user. Current in situ measurements show a malfunction of the device. Re-implantation took place on (B)(6) 2015.

Manufacturer narrative:
(B)(4). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient fell and hit her head on the implant site. Prior to this the patient had been an excellent user. Re-implantation is likely to take place but a date is not known at this time.